Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, moisture was observed in the pump and the pump would not start. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/31/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings. On investigation, the alleged no power issue was not duplicated in the evaluation. Review of black box history found unexpected power-on-reset events. Caps were not returned and test caps were used in the evaluation. The pump powered up to the display screen with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruption. Related to the complaint, a battery compartment crack was found below the grip pad and moisture contamination was observed on the display inside the pump. A display lens leak was found in a leak test. The pump casing was opened and additional evidence of moisture intrusion was found on various internal components. Unrelated to the complaint, the display was found to be dim and discolored.